Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death. Living with diabetes 9 / page 119: the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4¿6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops.

Event description:
It was reported that a patient's blood glucose exceeded 500mg/dl while wearing the pod between 4 an 24 hours on the back. Patient began to vomit. Subsequently, pod was removed, a manual injection of insulin was delivered, and an emergency room visit was made. An official diagnosis of diabetic ketoacidosis was made and treatment included insulin, saline, and zofran. Patient remained at ER for a period of "a few hours."

Manufacturer narrative:
The returned device was evaluated and performed as designed. No issues were found that would result in the pod not delivering insulin. No malfunction or other product condition that would have contributed to reported hyperglycemia was found.